Manufacturer narrative:
.

Event description:
Follow-up with the patient determined that the cause of the loss of stimulation was user error. The patient stated that the instructions for use were explained again, which appeared to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported not feeling stimulation while therapy was on. The patient stated she has 2 inss: on the r and on the l side. Patient said she stopped feeling stim on the l side on (B)(6) 2016. Patient wanted to increase stim on the l side. Patient stated they did not review how to use the pp after the implant procedure and she thought it would be the same as trial. Patient stated the trial pp was so easy. Patient was able to successfully connect. Pp showed ins was on; patient was at 3.3 v. Patient increased stim and confirmed she now felt stim. The patient indicated a sudden change of symptom/therapy. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.